Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: p1501dr implantable pulse generator (B)(6) 2008, 5076 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads had episodes that looked like far-field oversensing and noise. The oversensing was causing pacing inhibition. The events showed "mirror image" electrograms and it was suspected there was outer insulation damage to both leads. Also, there was an area on the chest x-ray where the leads appeared to be constricted. The ra and rv leads were both capped and replaced. No patient complications have been reported as a result of this event.